Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in belgium underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2020, patient suffered from acute abdominal pain. According to the gastroenterologist, the peg tube moved 2 cm. On (B)(6) 2020, it was reported that because peg tube moved, patient had free air in abdomen. Patient was hospitalized, air in the abdominal cavity was removed by an unspecified operation. The patient was treated with antibiotics augmentin 875mg/125mg, 3 times a day on (B)(6) 2020 for one week.